Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead had high thresholds and no pacing in the only target vessel. The lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).